Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (compromised sterile package) and product code lzo. DHR and complaint history review.

Event description:
Stryker per #(B) (4): compromised sterile package (blister or lid). It was reported that, "exterior packing intact, however, the second layer of internal packaging was cracked. The seal on the first layer of internal packaging was not disturbed, but the rep was concerned that the plastic housing for the implant was cracked."